Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the potentiometer position sensor was damaged and that caused the sensor being stuck problem and generated a check clutch error. The potentiometer sensor was replaced to fix the issue.

Event description:
There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device plunger position stuck at 4 inches. Status of the device at the time of the event was unknown. Patient involvement was unknown.